Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was using too much insulin for the pump to be of a benefit. Customer's a1c was trending up. No additional information was provided.